Manufacturer narrative:
(B)(4).no sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action. Information has been added the database and trends will continue to be monitored.

Event description:
Customer reported that during the cuff test, the inflated tracheal cuff was not able to be deflated completely. No patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs which fully inflated and deflated. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.